Event description:
The report received from the pt indicated that pt experienced sudden onset of jaw pain associated with shortness of breath three days following implantation of two cypher stents. Pt suffered a myocardial infarction (septalinferior wall) as a result of clot formation. The pt was placed on coumadin 7.5mg alternate 5.0mg qd following repeat percutaneous coronary intervention to evaluate clots. Concomitants medications reported were plavix 75 mg qd, ada 325 mg qd, altace 25 mg qd and toprol 25 mg qd. This is one of two products implanted in the same pt and reported under manufacturing report numbers 3003742446-2005-01570 and 3003742446-2005-01569.